Event description:
The customer complained that the head drive was drifting.

Manufacturer narrative:
The technician stated that when they went to clean the brake assembly, the bed was operating normally. They were unable to duplicate the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.